Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was currently receiving bupivacaine with concentration 20.0 mg/ml at a dose rate of 15.990 mg/day and dilaudid with concentration 1.0 mg/ml at a dose rate of .7995 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that it was suspected that a pocket fill occurred. It was described that a number of days ago, around the (B)(6) 2018, the physician thought a pocket fill occurred during a pump refill. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). It was noted that the physician was pretty upset and thought this issue should be reported so he contacted the company representative on (B)(6) 2018 about it. As per the physician, he believed he was in the pump reservoir with the refill. It was further noted that he put 5cc in and out, and did it again, but then thought maybe the needle came out of the refill port. There was some drug still left in the syringe, but the majority was in when the physician noticed swelling at the pocket site. The patient did not seem right so 911 was called. It was further noted that an ambulance brought the patient to the hospital. The physician did maybe aspirate back out about 10cc of drug, but caller was not totally sure about that. The patient was in the hospital for a few days. It was unclear to the company representative if the patient was intubated. The patient was described as doing fine. No further patient complications have been reported as a result of this event.